Event description:
User facility medwatch report#: (B)(4) received stating " two perclose prostyle closure devices went into the patient, but both did not deploy properly. Function was not executed well." No additional information was provided at this time.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated as 04/01/2025. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible to likely there was a failure to cycle (cuff miss); however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: device available for evaluation updated from ni to no. E1: corrected title from ms. To dr. E1: initial reported last name corrected from (B)(6). E3: occupation corrected from non-healthcare professional to physician.